Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device cracked on right plunger case otherwise no appearance of any physical damaged was found on pump. The pump event history showed a check syringe plunger sensor error and acu watchdog failure in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after power up process and visual inspection on the flippers. Unable to duplicate the check syringe plunger sensor error at power up, the 2 flippers were operated as intended. Unable to duplicate acu watchdog failure at power up, pump was operate as intended. Unable to determine the intermittent of the error. The root cause of the reported issue was unable to be determined. The technician replaced left plunger case for preventive measure. Repair was not needed per acu watchdog failure due to no problem found. Performed power up process and all functional testing which passed.

Event description:
It was reported that a syringe plunger sensor and acu watchdog errors was observed. The device was previously repaired. No patient injury was reported.